Event description:
Device is malfunctioning and completely shut off and not interrogating; patient fainted and collapsed. Device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Next, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. At a next step the battery was sent to the manufacturer for analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. However, the analysis did not reveal any abnormality which might have led to an early depletion of the battery. In conclusion, the electronic module proved to be fully functional with an external power supply. Despite a thorough analysis, the root cause of the battery depletion could not be determined.

Event description:
Device is malfunctioning and completely shut off and not interrogating; patient fainted and collapsed. Device was explanted. Should additional information be received, this file will be updated.